Manufacturer narrative:
Due to additional information received, this supplemental report is being updated for the field describe event or problem (b5), in section b -adverse event or product problem.

Event description:
An air embolism and st elevation had occurred. It was reported that faradrive steerable sheath clear was selected for use. During procedure, the patient experienced an air embolism, at the time of wire or sheath replaced. Air was observed in the right coronary artery and st elevation was noted on ECG. At the time of the event two sheaths (non-boston scientific device and faradrive sheath were in used. Air was noted inside the sheath during removal of the dilator. The sheath was subsequently aspirated after which no further air was present. No leaks observed. The procedure is typically performed by two physicians however, at this time only one physician was performing the procedure alone. It was reported that air likely entered the system during device replacement. The treatment has been completed, and it was resolved naturally. Cag was performed to check coronary artery blood flow, and no issues were found. There have been no particular changes in patient's condition. The procedure was completed with original device. The faradrive dilator was used during procedure. The patient was hemodynamically stable when complication noted. No irrigation was ever interrupted or stopped during the procedure. The patient was not hospitalized. It was further reported that the st elevation resolved naturally.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
An air embolism and st elevation had occurred. It was reported that faradrive steerable sheath clear was selected for use. During procedure, the patient experienced an air embolism, at the time of wire or sheath replaced. Air was observed in the right coronary artery and st elevation was noted on ECG. At the time of the event two sheaths (non-boston scientific device and faradrive sheath were in used. Air was noted inside the sheath during removal of the dilator. The sheath was subsequently aspirated after which no further air was present. No leaks observed. The procedure is typically performed by two physicians however, at this time only one physician was performing the procedure alone. It was reported that air likely entered the system during device replacement. The treatment has been completed, and it was resolved naturally. Cag was performed to check coronary artery blood flow, and no issues were found. There have been no particular changes in patient's condition. The procedure was completed with original device. The faradrive dilator was used during procedure. The patient was hemodynamically stable when complication noted. No irrigation was ever interrupted or stopped during the procedure. The patient was not hospitalized.